Event description:
Patient revised because of loosening of the tibia component and osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause. No evidence was found which indicated product contribution to the reported event. The need for corrective action was not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.